Manufacturer narrative:
A review of the provided videos, was performed by an intuitive surgical, inc. (Isi) clinical development engineer, and the following additional information was provided: there¿s about 5 total hours of video here and the 3 videos appear to show 3 separate surgeries; the 1st video appears to show a right hemicolectomy and the other 2 videos appear to be gastric bypasses. In 30667-id81005255.mp4 a right hemicolectomy; at 49:00 and 58:00, the colon is transected using the sureform 60 stapler with a white reload. Both fires proceed with no obvious issue. The sureform 60 stapler is used again with a white reload at 1:09:00 for the anastomosis, with no pauses or obvious issues; although, it is hard to evaluate the staple line. The ileocolic anastomosis is completed using a barbed suture. From the videos, a root cause cannot be identified for the reported event. In 30503-id80791592.mp4 a gastric bypass; at 24:00, a sureform 45 stapler with a white reload is fired on the stomach. The staple line is continued at 26:00 with another white reload, with some oozing at the interface of the two staple lines. The line is continued with 2 more white reloads at 27:00 and 28:00. Some bleeding is observed on the right side of the staple line after this 4th fire. The creation of the gastric pouch is completed with 2 more white reloads at 30:00 and 31:00. The bleeding is further examined and appears to be from a portion of un-approximated tissue between staple lines and is resolved with suture and a clip. At 50:00, a sureform 45 stapler with a white reload is used to create the gastrojejunostomy, which is then completed with a barbed suture. The intestinal anastomosis is performed using the sureform 45 stapler with a white reload at 1:07:00. The bowel is transected using the sureform 45 stapler with a white reload at 1:20:00. All fires appear to proceed without obvious issue. In 30694-id32135621.mp4 a gastric bypass; at 16:00, a sureform 45 stapler with a white reload is fired on the stomach. There is acute bleeding, likely due to the inadvertent inclusion of a vessel along the staple line. The bleeding is controlled using a clip. The staple line is continued in the same fashion with 3 more fires at 18:00, 19:00, and 21:00. There is some bleeding visible along the gastric pouch but it¿s unclear exactly where it is coming from. A sureform 45 stapler with a white reload is used to make the gastrojejunostomy at 35:00. Some bleeding around the enterotomy is observed. The robotic arms are still from 38:00 to 44:00 until the enterotomy is closed with suture. The intestinal anastomosis is performed using the sureform 45 stapler with a white reload at 56:00. The sureform 45 stapler with a white reload is used again for transection at 1:02:00, with some bleeding at the proximal end of the staple line that is addressed with clips. All fires appear to proceed without obvious issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc did not receive the sureform 45 stapler instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review showed the sureform 45 stapler instrument was installed on the system 8 times and fired 7 white reloads. On installs 1-5, and 7-8, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the stapler failed to engage with the system. The logs showed an error code indicating that the wrist pitch axis failed to engage. After the 8th install, the instrument was removed, and not used in the procedure again. There were no additional errors related to this instrument in the logs.

Event description:
It was reported that after a da vinci assisted roux-en-y gastric bypass procedure, the patient was admitted for post-operative bleeding. There were no intraoperative complications, the surgeon used a sureform 45 stapler instrument with a white reload accessory for the gastrojejunostomy anastomosis and the procedure was completed robotically. Post-operative, the patient experienced bleeding from the intraluminal staple line, and was admitted to the hospital. The bleeding was conservatively treated with hemostatic medications and later discharged from the hospital.